Event description:
It was reported that after the wallstent was previously implanted 6 months ago, in-stent restenosis occurred. The 70% restenosed lesion was located in the calcified and moderately tortuous arteriovenous fistula located in the basilic vein within a previously implanted wallstent endoprosthesis with unistep plus delivery system. The restenosis occurred at the edge of the wallstent. The physician advanced an ultra-thin balloon catheter to the in-stent restenosed lesion and inflated the balloon once to 6 atms and the balloon ruptured. The physician then advanced another ultra-thin balloon catheter and inflated it once to 10 atms and the balloon ruptured. The physician successfully completed the procedure with a different device. No pt complications were noted and the pt's status was reported as "good". Two balloon ruptures are being reported on an asr.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.